Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will charge and boot. The receiver log did not show any issues related to customer complaint. The receiver passed all relevant testing. Because of perpetual rebooting. Performed receiver drop test for intermittent audio and passed. Open receiver case for internal visual inspection and passed. Measure the speaker resistance. Speaker resistance within specification the customer's complaint was not confirmed because there is no indication of intermittent audio output detected the reported event of an intermittent audio output was not undetermined. The root cause for intermittent audio output could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.